Event description:
It was reported that infusion set tape was not sticking due to rubbing which led to hyperglycemia on (B)(6)2026. The blood glucose level was high, and it was treated with insulin pen.

Manufacturer narrative:
Patient city: (B)(6) patient country: turkey. Name: (B)(6) based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.